Event description:
It was reported that the micro oscillating saw overheated during a routine equipment eval at the user facility, by a MFR's svc tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.